Manufacturer narrative:
Submit date: 07/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the tubing detached at the part that connects to the pump causing food to leak on the pump.

Manufacturer narrative:
A device history record of the sample lot# was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No sample or picture was provided for evaluation; product samples were requested on 7/6/16, 9/2/16, and 9/30/16. The possible root cause could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigation. This complaint will be used for tracking and trending purposes.